Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4) product type: recharger. Product ID: 97754, serial# (B)(4) product type: recharger. (B)(4). Analysis of the desktop charger (37761) found that it had a broken connector pin. Analysis of the insr (97754) found that it had bent pins in the connector jack.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient's desktop charger had a broken connector pin, and that the insr connector port was damaged. It was noted that the ins did not 'have charge' any more during the time of the reported event. No other symptoms were reported.

Manufacturer narrative:
(B)(4). In initial reg report, 'insr' was referring to the implantable neurostimulator recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.